Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump multiple pump errors. The customer¿s blood glucose level was 120 mg/dl. The customer reported that they had received multiple pump errors. The customer declined troubleshooting. The customer was advised to callback if issues persist. The customer insulin pump will not be returned for analysis.